Manufacturer narrative:
Additional information received : it was reported that, prior to use, the device appeared normal and no issues were noted. No visible damage was observed to the device outer box or packaging. The device was flushed per the instructions for use, and the graft cover was wetted with saline medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft etlw1624c124e was intended to be implanted during the endovascular treatment of a 53mm abdominal aortic aneurysm. It was reported during the index procedure, the etlw1624c124e limb was opened and flushed as normal. The physician inserted a guidewire into the guidewire lumen and was hit with a hard stop. The wire could not be fully inserted. After multiple attempts, the decision was made to scrap the limb and a new endurant limb was opened and implanted alongside the bifurcate. Per the physician the cause is undetermined. No patient compilations were reported.